Manufacturer narrative:
The lens was implanted in 2008 and explanted in 2010. The surgeon arranged for the hospital to perform sem testing and mass spectroscopy on the explanted lens. Testing took place on (B)(6)2010. Mass spectroscopy showed calcium and phosphate, indicating either calcium phosphate or hydroxy apatite deposition. This specific lens is not distributed within the us. However, since the product materials and intended use are similar, the incident is being reported.

Event description:
Opacification of intraocular lens resulting in the replacement of the lens.